Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, a lowering in the r wave amplitude was reported and was suspected to be due to post paced t-wave oversensing (pptwos). Technical services confirmed that the device was post-paced t-wave over sensing on the ventricular lead. The device was reprogrammed in order to resolve the issue. The patient was table.